Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) multiple gas loss alarms whilst on a pat.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, h6 health effect ¿ clinical code. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) multiple gas loss alarms whilst on a patient and has been taken out of service pending inspection.

Manufacturer narrative:
Updated data-b4, g3, g6, h2, h11 corrected data- d9, h6- health effect ¿ clinical code and investigation findings, e1- event site telephone- (B)(6).